Event description:
It was reported that an open reduction internal fixation proximal femur revision surgery was performed on (B)(6) 2014 for nonunion as revealed by x-rays on an unknown date. Original surgery date as reported by sales consultant was (B)(6) 2013 or (B)(6) 2014. During the revision surgery an intact plate and all 4-5 broken cortex screws were removed. During the revision surgery the coupling screw was inserted through the one step insertion wrench and attached to the lag screw. While the surgeon was attempting to insert the lag screw the coupling screw fell off at the intersection of the two parts. When he pulled the coupling screw out he noticed the threads of the coupling screw had broken off into the patient. The fragments were retrieved with pliers and confirmed removed via x-rays. The surgeon was able to complete the surgery successfully using the same lag screw. No surgical delay reported. This is report number 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: reported as (B)(6) 2013 or (B)(6) 2014. Additional product code: hrs. A device history review was conducted. The report indicates that no ncrs were generated during production. There no issues were found during manufacture that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.